Event description:
Olympus was informed by the sterile processing technician at the user facility that the customer oes elite high definition autoclavable telescope has a lens defect, ¿it cracked and blurry¿. The reported defect was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported defect, broken lens inside the optical lens system was identified attributing to a blurry image. Also, the inspection noted the rigid outer tube is bent and the distal end has fiber breakage and a broken objective lens. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the broken lens was caused by excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.